Event description:
It was reported that following an exeter hip procedure, the exeter v40 rasp handle was cleaned in full accordance with the instructions for use manual. However, the sales rep reported that following the device being cleaned, traces of blood could still be seen on the rasp handle. The sales rep further reported that there were no adverse consequences.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.